Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. It was noted that the customer was unable to eat for several days and they stopped taking their blood glucose readings prior to the death. It was also noted that the customer had liver cancer. Customer was not on the insulin pump at the time of the death as the insulin pump was lost in the emergency room and never replaced. The insulin pump was requested to be returned, however, the customer declined and stated that they had lost the device. No further information reported.